Manufacturer narrative:
Additional information received from representative indicates that the lead experienced dislodged and exhibited high pacing thresholds.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. The product has been received for analysis. This report will be updated upon completion of analysis. No investigation required.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold. This rv lead was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Laboratory analysis was unable to confirm the reported field allegations of dislodgement and high pacing thresholds. The lead passed testing.

Event description:
Additional information received, and a supplemental report is being filed.